Event description:
It was found during a routine maintenance visit that the collet would not release the large wire. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional info from the investigation is received.